Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock lead impedance measurement that was detected via the patient's remote home monitoring system. There was no noise and no inappropriate events noted. Additional information indicated that the patient's device was checked and got a normal impedance reading. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.